Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported the insulin pump had been going off and on for several days leading up to the call. Customer's mother stated that the insulin pump would shut off even after a new battery was installed. Customer's mother also stated that the insulin pump was returning battery out limits. During troubleshooting, customer's mother stated that the battery cap appeared to have a screw on its pedal. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.